Manufacturer narrative:
The indication for the index procedure was an acute myocardial infarction (ami) with the onset of pain greater than 72 hours. The mi was reported to be a non-q-wave, non-st elevation mi with an undetermined location. The pre-procedure cardiac enzymes were elevated with the ck being less than two times the uln (<2 uln) the ck-mb two times the uln (2 uln), and the troponin two times the uln (2 uln). Lesion #1-1: the target lesion was the mid left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, 2.5 mm vessel diameter, 12 mm in length, a moderately tortuous proximal segment, an 80% stenosis, not ostial/bifurcation or total occlusion, concentric, little or no calcium, absent of thrombus, and type b2. The lesion was pre-dilated with a 2.0 x 12 mm balloon at 8 atm/unknown duration. A cypher select 2.25 x 13 mm stent was implanted at 15 atm/unknown duration. The residual stenosis was 10%. A satisfactory result was obtained. The stent was not post-dilated. A second lesion was treated by balloon angioplasty. Lesion #1-2: the target lesion was the obtuse marginal (om). The lesion was reported to be: de novo, 2.5 mm vessel diameter, 12 mm in length, a 70% stenosis, not ostial/bifurcation or total occlusion, concentric, little or no calcium, absent of thrombus, and type b2. The lesion was pre-dilated with a 2.0 x 12 mm balloon at 8 atm/unknown duration. A cypher select 2.25 x 13 mm stent was implanted at 15 atm/unknown duration. The residual stenosis was 20%. A satisfactory result was obtained. The sent was not post-dilated. A planned staged procedure was done five days later. The target lesion was the posterior descending artery (pda). The pre-procedure stenosis was 90% and post-procedure 30%. The staged procedure was reported to be unrelated to the study devices/index procedure. The patient was discharged seven (7) days after the index procedure. A phone contact with the patient at the one-month follow-up period indicated the patient was asymptomatic. A phone contact with the patient at the six-month follow-up period indicated the patient had angina. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report was received from the e-select study indicating two cypher stents were associated with two events of myocardial infarction. The event involved a 68-year-old male with a history of obesity, myocardial infarction, hypertension, hyperlipidemia, diabetes and a family history of coronary artery disease. This patient's history places him at increased risk of mace. The indication for admission to hospital was an acute myocardial infarction. A coronary arteriogram revealed a 12mm, de novo, irregular, moderately tortuous, non-angulated, concentric, type b2 lesion of the mid to distal left anterior descending (lad) artery. According to the IFU, the safety and effectiveness of cypher select has not been established in patient's with tortuous vessels that may impair stent placement in the region of the obstruction or proximal to the lesion. Additionally, cypher select is indicated for use in discrete lesions. The lesion was pre-dilated and implanted with a 2.25 x 13 mm cypher select stent at 15 atm. Without post-dilation. Additionally, there was a 12mm, de novo, irregular, moderately tortuous, non-angulated, concentric, non-calcified, type b2 lesion of the obtuse marginal. The reference vessel diameter was 2.50mm. This lesion was pre-dilated and implanted with a 2.75 x 13 mm cypher select stent at 15 atm. Pre-procedural medications included asa and plavix while asa, plavix and heparin were given during the intervention. Post-procedural medications were asa and plavix. Five days following the index procedure the patient underwent an unspecified planned staged procedure to treat a lesion in the posterior descending artery (non-target vessel related). Three months following the index procedure the patient experienced a myocardial infarction, however, a repeat coronary angiogram was not conducted. Five months after the index procedure, the patient again experienced another myocardial infarction; however, a repeat coronary angiogram was not conducted. The cypher stents remain implanted in the patient, and thus not available for evaluation. Manufacturing record (DHR) review was conducted and this product met quality requirements for product acceptance. Myocardial infarction is a known potential adverse event associated with stent implantation. Based upon the information provided, it is not possible to conclusively determine the cause of the events; however, there are patient, vessel and lesion factors that may have contributed to them. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-01993 and #9616099-2007-01994. Please note that this is the initial/final report for this product.

Event description:
The report received from the database indicated that approximately five (5) months after the index procedure, the patient was reported to have had two (2) non-q-wave, non-st segment elevation myocardial infarctions (nstemi's). The patient had two (2) cypher select stent implanted during the index procedure. The first myocardial infarction (mi) occurred approximately three (3) months after the index procedure, and the second mi occurred approximately five (5) months after the index procedure. For both events: the location of both myocardial infarctions (mi's) was undetermined. The patient was admitted for cardiac monitoring, ECG and blood work. The cardiac enzymes were elevated. The patient was discharged home with no changes in the medical regimen. No intervention or angiography was done. The event severity was reported to be severe and was a serious adverse event (sae). The event was reported to have a possible relationship to the study devices and procedure. The event outcome was reported to be complete three days after the event and the event was resolved without sequel. Clexane was administered after the first event only.